Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2026-00020 under a different suspect device. The alinity I processing module was evaluated. It was determined that the stabilized vortexer required an adjustment, which resolved the issue. The module function was verified with a control/precision run. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints related to the customer complaint. A review of tracking and trending did not identify an increase in complaint activity for the alinity I processing module, serial number (B)(6) or stabilized vortexer with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the stabilized vortexer as it relates to the reported event. Labeling was reviewed and was found to address the reported event. The investigation determined the injury was associated with the actions taken while servicing the analyzer. Based on the investigation, the product performed as intended at the customer site and no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or stabilized vortexer.

Event description:
The customer reported falsely elevated stat high sensitive troponin-I generated from alinity I processing module and provided the following data for 1 patient: sample ID (B)(6), initial test was 0.061 ng/ml, retest results were 0.005 & 0.004 ng/ml (customer reference range: 0-0.016 ng/ml). Patient information: 58-year-old male. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.